Event description:
The event occurred in colombia during treatment. It was reported that there was no improvement in oxygenation. The patient had an arterial saturation of 71,7% and a venous saturation of 52,6%. The customer took post membrane gases and reported a po2 of 81,8 mmhg. The oxygen source was changed from blender to the cylinder without any improvement. Blood transfusions were performed and there was no improvement. The new post membrane gases are performed and the po2 showed 46,7% mmhg. The hls set was replaced after seven days of therapy. As the patient suffered a low oxygenation and the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the colombian market on a significantly similar device to "hls set" which is sold in the us. For d4 unique identifier, the primary di number has been used for the hls set with catalog number 701069076. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Manufacturer narrative:
The event occurred in colombia during treatment. It was reported that there was no improvement in oxygenation. The patient had an arterial saturation of 71,7 percentage and a venous saturation of 52,6 percentage. The customer took postmembrane gases and reported a po2 of 81,8 mmhg. The oxygen source was changed from blender to the cylinder without any improvement. Blood transfusions were performed and no improvement. The new postmembrane gases are performed and the po2 showed 46,7 percentage mmhg. The hls set was replaced after seven days of therapy. As the patient suffered a low oxygenation and the hls set was replaced during treatment, a report is required. The affected product was not available for investigation, as it was discarded by the customer. However, a medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "the evaluation of the available information has shown that the patient experienced low oxygenation saturation as the po2 dropped to 46.7 mmhg despite interventions. Even after the replacement of the hls set and appropriate operational parameters (3,500 rpm, 5 l/min flow), the device failed to improve the patient's oxygenation saturation. As the product is not available for investigation, it is not possible to determine if the membrane of the hls set was functional or impaired. The patient's full medical history and comorbidities were not provided. The patient was 23 years old, and no relevant pre-existing conditions were reported. Several possible root causes may be proposed for the event observed by the customer: - the instructions for use hls set advanced 5.0 / 7.0 ,3.3, g-660, 06 describes that hls set 5.0 is designed to run at maximum 5 liters of blood flow per minute. - the elso guidelines for cardiopulmonary extracorporeal life support explains that younger patients - due to higher metabolic rates and oxygen consumption¿ often require higher ECMO blood flow rates to meet their physiological demands therefore it is possible that the patient may have needed a higher blood flow rate due to his condition and/or age. As the patient was young (23 years old), it is likely that the oxygen consumption is higher than in the general population of ECMO patients. - the article ¿management of sedation and analgesia in critically ill patients receiving extracorporeal membrane oxygenation¿ explains that depth of sedation and anesthesia can significantly affect metabolic rate and oxygen consumption. Deeper sedation or the use of neuromuscular blockade can reduce oxygen demand, which is particularly relevant in ECMO patients - there remains no description of the gas settings in the complaint narrative. - the gas line plays a critical role in facilitating gas delivery towards the patient. It serves as the conduit for the sweep gas; a controlled gas mixture delivered from a gas blender or central gas supply to the membrane oxygenator. Any interruption in this gas delivery, such as a disconnection, kink, or leak in the green gas line may result in a sudden loss of oxygenation and co2 clearance. Clinically, this may manifest as rapid hypercapnia, acidosis, and patient deterioration, even when blood flow parameters within the ECMO circuit appear normal. It remains unknown if this was an issue in the reported event, however, remains a possibility. - lorusso et. Al. Explain that low hematocrit reduces oxygen-carrying capacity, which can lead to compensatory increases in cardiac output and oxygen consumption. Similarly, sepsis is associated with a hypermetabolic state, often resulting in elevated oxygen demand due to systemic inflammation and increased cellular activity. - generally, a gas transfer calculation may be performed to confirm membrane function after the ascertaining venous and arterial blood gases. That said, no details emerge regarding the use of a gas transfer calculation to determine functionality of the membrane. - another potential root cause may have been the presence of condensation inside the membrane of the oxygenator that could have reduced gas transfer. The presence of condensate may be addressed by ¿sighing¿ the membrane which consists of briefly increasing then decreasing the sweep gas. Without an examination of the product, an association with the event and the performance of the product cannot be established. The outcome of the patient was not described by the customer. Last, blood transfusions were reported to have been required in response to the reported low oxygen tension. Although low risk, the administration of banked blood has inherent risks from possible transmission of blood borne pathogens and/or transfusion reactions." The production records of the affected product were reviewed on (B)(6) 2025. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "low oxygenation" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).